Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a minicap. The customer stated the mini-cap was separated from the dark blue connector of transfer set during patient use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a minicap prep kit was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no defects were found. Dimensional verification of the critical dimensions was completed as per the approved drawing; therefore the product was deemed to meet product specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.